Event description:
A surgeon reported that a memory lens implanted in a patient's left eye in 1999 was diagnosed as opacified with visual acuity reported as 20/40. The surgeon is planning to explant & replace the lens in the near future. No further information is available at this time.